Manufacturer narrative:
The investigation determined that higher-than-expected tsh results were obtained when the customer was running vitros total thyroid control (ttc) fluid post calibration of a new vitros immunodiagnostics products tsh reagent lot 6850 using a vitros xt7600 integrated system. A definite assignable cause cannot be determined with the information provided. The higher than expected vitros tsh lot 6850 results were isolated to vitros ttc lot 0820 level 1 fluid, therefore an issue specific to the vitros ttc lot 0820 cannot be ruled out as a contributor to the event. No information was provided regarding the handling/reconstitution of the vitros ttcs. It is possible that improper handling contributed to the higher-than-expected vitros tsh results, however, this could not be confirmed. Following recalibration of vitros tsh lot 6850 and repeat qc testing using with alternate ttc lot 0830, results were acceptable for all levels of control. However, the customer did not process the vitros ttc lot 0830 on the previous calibration from (B)(6) 2022 and they did not process ttc lot 0820 using the new calibration performed (B)(6) 2022. Therefore, it cannot be confirmed or ruled out if the issue was due to a sub-optimal calibration or due to an issue the control lot 0820. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6850. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher-than-expected tsh results were obtained when the customer was running vitros total thyroid control (ttc) fluid post calibration of a new vitros immunodiagnostics products tsh reagent lot 6850 using a vitros xt7600 integrated system. Ttc lot 0820 level 1 results of 0.101 and 0.104 miu/l vs. The expected results (pi mean) of 0.063 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh results were from a non-patient fluid. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).